Manufacturer narrative:
Visual inspection of the returned lens identified a bent haptic loop on the leading haptic plate. Also, a tear was noted on the edge and at the hinge area of the trailing haptic plate. Due to the damaged condition of the returned lens, measurements of the lens could not be performed. The delivery device was not returned to the manufacturer for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of a crystalens iol using a crystalsert delivery device. According to the information received, the lens was implanted and removed immediately due to a capsular tear. No further information could be obtained from the customer. Reference MDR: 2031924-2011-00055.